Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2021-01924.

Manufacturer narrative:
Corrected data: a4 - patient weight (correct weight has been received and provided)

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2021-01924 additional information received revealed the patient's leads were explanted and replaced (with a single lead/different model) to provide resolution.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2021-01924. It was reported the patient's leads were found to have migrated via x-ray results. As a result, the patient plans to undergo surgical intervention on a later date.